Event description:
Patient had epidural catheter placed using standard b braun kit. Good relief with loading dose of medication. Epidural infusion pump started. Later, patient complained of pain - patient assessed and liquid noted near b braun inline filter. Upon bolus of the proximal filter liquid was seen flowing out of the filter. The physician noted that the filter was cracked and fluid left tubing when pushed through the filter. No patient harm.what was the original intended procedure?epidural insertion for pain control.device #1is this a laboratory device or laboratory test?no.